Manufacturer narrative:
A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was in the lateral right upper lobe and was pleural based. There were no issues with the ion system and the procedure was completed as planned. A post procedure chest x-ray revealed a pneumothorax; therefore, a chest tube was inserted to resolve the pneumothorax. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.